Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, after an internal fixation surgery was performed on (B)(6) 22022, some evos plating screws were backing out of 3.5 locking compression plate. No revision surgery has been scheduled yet. The current health status of patient is unknown.

Event description:
It was reported that, after an internal fixation surgery was performed on (B)(6) 2023, some evos plating screws were backing out of an evos 3.5mm lck comp pl 20h 231mm. No revision surgery has been scheduled yet. The current health status of patient is unknown.

Manufacturer narrative:
H3, h6: the reported event was analyzed. Although the involvement of all the devices was reported, the relationship with the investigated failure was directly associated to the evos plating screws. Therefore, no investigation is deemed for the other device. Given the nature of the alleged incident, the device could not be returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that although the provided x-ray confirms the backing out of the screws, the x-ray alone does not provide a clinical root cause. The patient impact beyond which has already been reported cannot be determined with the limited information provided. No further clinical assessment can be rendered at this time. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file and prior actions review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal loading of limb, alignment, size selected, patient anatomy, procedural/user error and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after an internal fixation surgery was performed on (B)(6) 2022, some evos plating screws were backing out of 3.5 locking compression plate. No revision surgery has been scheduled yet. The current health status of patient is unknown.

Manufacturer narrative:
H10. The sections b5 and d10 were updated.

Manufacturer narrative:
The reported event was analyzed. Although the involvement of all the devices was reported, the relationship with the investigated failure was directly associated to the evos plating screws. Therefore, no investigation is deemed for the other device. Given the nature of the alleged incident, the device could not be returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that although the provided x-ray confirms the backing out of the screws, the x-ray alone does not provide a clinical root cause. The patient impact beyond which has already been reported cannot be determined with the limited information provided. No further clinical assessment can be rendered at this time. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file and prior actions review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal loading of limb, alignment, size selected, patient anatomy, procedural/user error and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after an internal fixation surgery was performed on (B)(6) 2023, some evos plating screws were backing out of an evos 3.5mm lck comp pl 20h 231mm. No revision surgery has been scheduled yet. The current health status of patient is unknown.